Event description:
Related manufacturer report number: 2017865-2023-52271. During follow-up, a missing egm was observed on the device. Noise resulting in oversensing was also observed on the right ventricular (rv) channel. Rv lead damage was suspected, although not confirmed. The event was resolved by replacing the device due to reaching elective replacement indicator level. No intervention was performed with the rv lead. The patient was in stable condition.